Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 11/15/04, the patient contacted lifescan alleging that her one touch ultra meter was reading inaccurately high compared to the laboratory. She reported blood glucose results of 280 mg/dl with the reported meter and 180 mg/dl on a laboratory device, performed within 10 mins of each other. Between the tests, there was an intervention; the patient took oral medication for diabetes that would be expected to change the blood glucose. The customer care representative (ccr) discovered that the test strip vial was cracked or broken, which may have contributed to inaccurate results with the reported meter. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy.